Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophagectomy, on two occasions during this case, the instrument did not fire. This adapter was also presenting reload recognition issues prior to the case. The rep tested the instrument after the case and it functioned properly. No reinforcement material was used. There were no known adverse events reported. There was no blood loss reported. There was no blood transfusion reported. There was no tissue loss or tissue damage. There was no extension of surgery beyond 30 minutes. The current patient status is unknown.